Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13037. It was reported that stent damage occurred. The 85% stenosed, 12mm target lesion was located in the left anterior descending artery. Following pre-dilation, a 20x2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. With the support of guidezilla extension catheter, the device was attempted to cross but was unsuccessful. The device was removed directly from the patient. It was then noticed that the stent strut was lifted. Another 20 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Guidezilla was then used and device was attempted to cross the lesion but still failed. The device was removed however, the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 685 mm distal from the distal edge of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13037. It was reported that stent damage occurred. The 85% stenosed, 12mm target lesion was located in the left anterior descending artery. Following pre-dilation, a 20x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. With the support of guidezilla extension catheter, the device was attempted to cross but was unsuccessful. The device was removed directly from the patient. It was then noticed that the stent strut was lifted. Another 20 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. Guidezilla was then used and device was attempted to cross the lesion but still failed. The device was removed however, the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.